Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips remote service engineer (rse) connected with the customer and could not replicate the reported issue and unable to confirm the root cause. The issue got resolved after power on the system again and after this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.